Event description:
The customer stated she was treated by the paramedics due to a low blood glucose reading of 34 mg/dl. The customer stated the insulin pump didn't give her an alarm that her blood glucose levels were dropping until the paramedics arrived. The customer wanted to know why the insulin pump did not alarm sooner. The customer was advised on different sensor issues and the difference between sensor and blood glucose. The customer was comfortable with the information that was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.